Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: cook sd, patron lp, lavernia cj, gibian jt, hong ts, bendich I. Fracture of contemporary femoral stems: common trends in this rare occurrence. J arthroplasty. 2023 jul;38(7s):s285-s291. Doi: 10.1016/j.arth.2023.04.025. Epub 2023 apr 20. Pmid: 37086930. Objective and methods: the authors¿ study involved a series of 13 failed total hip arthroplasties (thas) that had been received for explant analysis. Patient demographics and clinical data were gathered including sex, age at index surgery, body mass index (bmi), time in situ to fracture, femoral stem identification and sizes, and reason for revision if required. The retrieved femoral stems were examined grossly with the aid of a digital microscope, to provide information relating to microstructural surface features, fracture analysis, elemental identification, and characterization of tissue or debris material present on the implant components. The stem designs of the 13 cases included 4 proximally porous coated titanium alloy, 3 fully porous-coated cobalt-chromium alloy, 3 modular stem-sleeve titanium alloy, and 3 modular stem-neck titanium alloy components. This represents 6 different competitor stems, as well as a single instance of a depuy s-rom stem. Results: with respect to the more common femoral stem neck fractures, authors discovered multiple instances of mechanical damage (scratches, scoring, dings), electrocautery burn marks, pitting and fretting corrosion, as well as off-label mis-matched head neck combinations involving a head from one manufacturer paired with a stem from a different manufacturer. For stem intrabody fractures, these involved stems which were well-fixed distally, but with inadequate proximal fixation¿lacking any ingrowth and evidence of hydroxyapatite coating remaining. With the respect to the depuy s-rom stem, 13 mm (36 + 12 lateralized neck), the patient¿s stem fractured 8 years after index surgery, at the proximal aspect of the femoral stem/sleeve junction. There was evidence of pitting and fretting corrosion near the site of the fracture. Conclusion: manufacturing, patient, and surgical factors contributing to stem failures were identified, including patient obesity, heat-treatment reduction of mechanical properties, iatrogenic implant damage, and mixing of different vendor stems and heads. Case 8: 48 year old male -- bmi 26.2 ¿ femoral stem implant fracture, corrosion & pitting.